Event description:
On (B)(6) 2022, information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable n eurostimulator (ins). It was reported that the patient's system has been inactive since 2018; caller assumed that meant either patient can't recharge or therapy wasn't working for patient. Technical services(ts) reviewed potential for overdischarge implant. Reviewed with caller that if implant is in overdischarge, then it would need physician recharge mode to get system working again. On (B)(6) 2022, pt called back and repeated that their stimulator is no longer being used, and hasn't been used in about 3 years. I reviewed that if ins is overdischarged they must follow up with hcp, and cant get into MRI mode without ins being charged. They said their ins has been overdischarged 2 times and were told once that it can no longer be woken up anymore if it goes dead again. I redirected to hcp. On (B)(6) 2022, additional information was received from a healthcare provider (hcp) reinterring that the pt states that the ins has been 'inactive' since 2018 and the pt was presumed to stop charging the ins at this time because the pt states the system didn't help her symptoms--pt has a form of arthritis per caller called 'reiter's disease' and the scs did not help the pt. The event of the pt not getting benefit started since implant per caller and is tied to a possible overdischarge because the pt stopped using ins (per pt system is 'inactive') and subsequently stopped charging system. Patient's hcp overdischarge suspected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.